Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed loss of capture (loc) based on lead measurements and presenting rhythm. The pacemaker and the rv lead remain in service. No adverse patient effects were reported.